Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, the reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the previously filed medwatch report, additional information was received: reportedly, there were only two proglide devices that were used in a procedure in which "the suture was not attached", not four as originally reported. No additional information was provided.

Manufacturer narrative:
Estimated date of event. The three additional proglide devices referenced are filed under separate medwatch report numbers. The device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a puncture closure of an unspecified vessel was attempted with four proglide devices. Reportedly, "the suture was not attached" for all four proglides. The method of achieving hemostasis was not reported. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.